Manufacturer narrative:
Batch review performed on 21 may 2025 (B)(4) items manufactured and released on 12-july-2022. Expiration date: 2027-07-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Additional devices involved: gmk-revision 02.07.fsc11065 extension stem - cemented ø 11 l 65 (k120790) lot. 2419562 (B)(4) items manufactured and released on 30-oct-2024. Expiration date: 2029-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-revision 02.07.4681l tinbn coated revision tibial tray size 1 left (k210010) lot. Unknown gmk-primary unknown femur implant. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to knee instability of the collaterals. The surgeon revised all system with a gmk hinge. Primary surgery unknown.